Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that right side crossbrace where the upholstery attaches is a little bent not allowing the frame to sit flat down.